Event description:
A discordant advia centaur troponin ultra result was obtained on a patient sample. The result was reported to the physician. The sample was retested on the advia centaur and the corrected result was reported to the physician. The patient was started on heparin drip. There is no known patient intervention or adverse health consequences due to the discordant troponin result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to a malfunction in the wash manifold and the base pump. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.